Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Also, the instrument moved intuitively with full range of motion in all directions, the grips opened and closed properly. The instrument was fully functional. Additionally, the instrument was found to have a frayed grip cable at the distal end.

Event description:
It was reported that cadiere forceps wrists were not moving properly. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.